Manufacturer narrative:
Device is being returned for evaluation. A follow-up report will be submitted after the device has been evaluated.

Event description:
Newlife elite oxygen concentrator plugged in and it was noticed that smoke was near where the power cord connects to the device and a small flame. The flame was blown out and the device was taken outside were it started burning and eventually burnt itself out. There was no injury or property damage.